Event description:
The account alleged the foot motor was not functioning. The account alleged they installed a upper control board to and the nurse call would not function. No pt impact.

Manufacturer narrative:
The account found the nurse call and scale pod features were not enabled on the upper control board. The technician assisted the account in enabling the nurse call and scale pod features on the upper control board to resolve the issue.